Manufacturer narrative:
(B)(6). No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion, after performing a 3d spin, the scan had a halo artifact. Site continued procedure with the scan. Representative confirmed that there was nothing in the field that would this issue. The procedure was completed with the uses of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: there was no reported delay to the procedure due to this issue. Additional information: the site traded in their imaging system for a newer version of the imaging system. No parts have been received by the manufacturer for evaluation.